Manufacturer narrative:
Site reported the light adjustable lens was explanted as the patient was unhappy with the visual outcome. Another lal was implanted during the exchange on (B)(6) 2022. Rxsight's first awareness of this event was 4/27/2022. Device history record for the lens was reviewed. No issues were noted. The explanted lens was returned for evaluation. The lens was cut into multiple fragments. Visual and optical testing of the lens found no issue with the lens.

Event description:
Site reported the light adjustable lens was explanted as the patient was unhappy with the visual outcome. Another lal was implanted during the exchange on (B)(6) 2022. Rxsight's first awareness of this event was 4/27/2022.